Manufacturer narrative:
Retainer = black. Customer returned the pump for an alleged critical pump error (open book image) alarm and moisture damage found on (B)(6) 2021. The pump was received with a blank display after battery installation. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test, download the trace/history files, or verify critical pump error (open book image) alarm due to blank display. The pump was cut open to perform visual inspection and heavy corrosion/moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the vibrate harness assembly and rust/corrosion on the motor and force sensor. The j6 and j7 connectors were broken off of pcba 1 due to the heavy corrosion. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, missing display window cover, and cracked battery tube threads. The pump was received with a blank display due to moisture damage on the electronic assembly. Critical pump error (open book image) alarm is unknown due to the blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. Customer stated that they went to swimming when they got the error. No harm requiring medical intervention was reported. The device will not be returned for analysis.